Manufacturer narrative:
Approximate age of device - 4 years, 4 months. The patient remains on lvad support. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted due to low flow alarms. Initially, the patient presented with hypertension and nicardipine and was initiated to manage hypertension. Maps improved and pump flow improved. Diagnostic tests revealed a malpositioned inflow cannula. Milrinone was initiated. On (B)(6) 2018, the patient was taken to the operating room for a left thoracotomy and lvad revision of inflow cannula. Post-op levophed and milrinone was initiated. Sporadic low flow alarms continue in the intensive care unit. Additional information has been requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. The reported event of a malpositioned inflow conduit and a specific cause for the elevation in lactate dehydrogenase (ldh) could not be conclusively determined. Evaluation of the submitted log file data confirmed low flow and no external power alarms. The submitted log files contained approximately 12 days of overlapping data, and captured continuous low flow alarms on (B)(6) 2018 which occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. The fixed speed was increased from 8800rpm to 9000rpm. On (B)(6) 2018 the fixed speed was increased to 9200rpm. No external power alarms were recorded on (B)(6) 2018 when both power cables were momentarily disconnected from a power source. Pump support was not affected and the system was supported with the system controller backup battery during the events. On (B)(6) 2018 the fixed speed was increased to 9400rpm. Additional low flow alarms were recorded on (B)(6) 2018. A specific cause for the change in pump parameters cannot be conclusively determined. The instructions for use list hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system, and explains how to properly install/orient the sealed inflow conduit. The document also has information that covers all visual/audio alarms and what action(s) should be performed when they occur. The IFU explains how to safely disconnect and connect the power cables when exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times.a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.